Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "the motor of the device was overheating" was confirmed. During service, the device failed the motor temperature test. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report from the USA stating the motor of the device was overheating. The device was used in surgery. No injuries were reported. It is unknown if there was medical intervention or a delay in surgery. No additional information available.